Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Full functional testing, electrical safety testing, calibration and simulated therapy were performed; no additional defects or malfunctions were found with the device. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error, the tidal total ultrafiltration removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 22:34:10. During night drain cycle 13, the patient's ultrafiltration reading was 1852ml, indicating the home patient drained 1377ml more than their maximum programmed fill volume of 1900ml. No additional information is available.